Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: date of event has been entered as the same as published date since date of data collection was not provided section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Shah, p., et al. (2024). Evaluation of the hemocompatibility of the direct oral anticoagulant apixaban in left ventricular assist devices: the doac lvad study. Jacc: heart failure, 12(9), 1540-1549. Doi:http://dx.doi.org/10.1016/j.jchf.2024.04.013. Manufacturer's investigation conclusion: the reported event of a severed driveline could not be confirmed based on the provided information. Additionally, a specific cause for this event could not be conclusively determined through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 6 of the IFU, "patient care and management", cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline could cause the pump to stop. This section also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 8 of the IFU, "equipment storage and care", explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The patient handbook also contains information regarding how to clean and care for the driveline, including a section entitled "what not to do: driveline and cables." Section 8 of the handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with these emergencies. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through "evaluation of the hemocompatibility of the direct oral anticoagulant apixaban in left ventricular assist devices: the doac lvad study", a study was performed to compare apixaban and warfarin treatment in patients with left ventricular assist device (lvad). Total of 30 patients were randomized: 14 patients to warfarin and 16 patients to apixaban. The median patient age was 60 years. At 24 weeks, the survival free of a hemocompatibility-related adverse event (hrae) was 100% in the apixaban group and 86% (95% ci: 69%-100%) in the warfarin group. There were 3 patients in the warfarin group experienced major bleeding from gastrointestinal sources, but one did not meet criteria for a major bleeding event because this patient did not receive a blood transfusion or surgery or pass away. There were 3 patients from warfarin group and 4 patients from apixaban experienced infection. One patient with apixaban was explanted. 8 patients in warfarin group and 14 patients in apixaban group had history of atrial fibrillation. There were also 5 patients in warfarin group and 4 patients in apixaban group had history of venous thromboembolism. There was a reported severed driveline in the warfarin group. In conclusion, therapy with apixaban was feasible as compared with anticoagulation with warfarin. There was no increase in the incidence of thromboembolic events, major bleeding, or deaths with apixaban therapy. These findings support the development of an appropriately powered clinical trial to assess the safety and efficacy of apixaban in patients receiving lvad support.